Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with gn060 - bipolar coagulation unit. According to the complaint description, the coagulation unit had loose contact during surgery. Surgical procedure: pterygium excision combined with autologous stem cell transplantation in left eye under local anaesthesia. Bipolar coagulator was used for cauterization and hemostasis. However it seemed there was loose contact and the coagulator did not function well from time to time. Strabismus hook was used for coagulation. Because of repeated hemostasis during surgery, the patient had mild local swelling and received anti-inflammatory treatment and infection prophylaxis therapy. An additional medical intervention was necessary. The patient recovered well and was discharged. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).